Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the upper buttocks on (B)(6) 2024. On (B)(6) 2024, around 1:30 am the patient's cgm delivered low alerts, so his parents treated him with glucagon. Soon afterwards, however, the patient lost consciousness, suffered from a seizure, and bit his tongue, during which the cgm was no longer alerting. The patient's parents then called for an ambulance. Paramedics arrived on site and measured the patient's blood glucose meter value, which at that point read 3.3 mmol/l. The reporter could not recall the patient's exact comparative cgm reading around this time, but she said that it was 2.6 mmol/l higher than the blood glucose value measured by the paramedics. The patient was then transported to the hospital by the paramedics. The reporter could not recall the details of what occurred while the patient was in the ambulance. At the hospital, the patient was treated with hypogel. He was released within 24 hours and was doing well at the time of the report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. There was not a complete set of reported glucose values available to search within the parkes error grid calculator. No additional patient or event information is available.